Event description:
Based on information reported by patient: on (B)(6) 2004 - patient was implanted with mesh during laparoscopic hernia repair procedure. In 2011 - patient reports transient abdominal pain and has a hernia recurrence in the area of the previous mesh implant.

Manufacturer narrative:
This MDR is being submitted as requiring intervention to prevent permanent impairment, despite there being no intervention reported to davol. This assessment was made on the grounds that the device has been associated with intervention under similar reported events. Based on the information provided, the patient had a composix kugel mesh implanted to repair a hernia in 2004. Seven years post implant, the patient is reporting transient abdominal pain and a hernia recurrence in the area of the previous repair. Recurrence is listed as a possible adverse reaction in the product's instructions for use. However, there is no evidence that the bard mesh implanted seven years earlier was responsible for the reported recurrence. A manufacturing review did not show evidence of a manufacturing related cause for the alleged event. Currently, it is unknown whether the bard mesh may have contributed to the alleged event. No medical records have been provided and no specific device failure has been alleged. No conclusion can be drawn at this time. This MDR includes all patient, event and device information davol has received to date.